Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported unintended system motion; however, the subsequent treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left renal (lr) artery with mild calcification and 95% stenosis. A 6fr sheath was placed through the left femoral artery access; however, the wire and the sheath were noted kinked; therefore, a 9 fr sheath was placed for extra support. A 5.0x15mm herculink stent was deployed without issue but the length of the lesion was underestimated due to the imaging angle. Therefore, a 5.0x12mm herculink stent was deployed. Upon deployment, the stent was moving [melon-seeding] down and over the non-abbott sheath. Another 5.0x15mm herculink stent was deployed in the renal origin and a snare device was used to try to remove the 5.0x12mm herculink elite stent, which was unsuccessful; therefore, a cut down was performed to retrieve the stent. There was a 90 min delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.